Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is 77 mg/dl. The customer stated that he took it off to take a shower, and when he reconnected, the screen was blank. The customer was advised to remove the battery for 10 minutes. The customer was advised to insert a new aaa alkaline battery. Customer does not want to wait on the phone, customer will call back later to troubleshoot.